Event description:
It was reported that the label doesn't match the reference number. Ref number is for a tivanium femur. Description is for a cemented femur. There is no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the provided photo found the end panel is missing "tivanium ti-6al-4v alloy" on the end panel, when compared to same product with different lot in the customer's stock. Review of the DHR and master label found the label is conforming. No product failure was found as the products are within specifications. No further investigation or action is required after review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -visual examination of the provided photo found the end panel is missing "tivanium ti-6al-4v alloy" on the end panel, when compared to same product with different lot in the customer's stock. -review of the DHR and master label found the label is conforming. -no product failure was found as the products are within specifications. No further investigation or action is required after review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.